Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right atrial lead was explanted due to an unspecified issue. Another lead was implanted successfully. There were no adverse patient effects reported.